Manufacturer narrative:
H3: product analysis found only a portion of inner assembly was returned. The inner shaft was broken 0.13 inches from the distal end of the inner hub to the broken point. There were traces of a white and yellow residue observed on the bushing and the broken shaft. The distal end of the inner hub (outside diameter) was slightly deformed. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.335 inches in the deformed area. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the m5 device was non-specific broken. There was no patient impact. As per the m5 handpiece analysis, there was a broken blade stuck inside the housing.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.